Event description:
The patient presented to the clinic with an increase in impedance and threshold since september. No anomalies were observed via review of x-ray. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.